Manufacturer narrative:
(B)(4).

Event description:
It was reported that an infection occurred following a replacement. The redness around the implantable neurostimulator (ins) was improving since the patient went on antibiotics. (B)(6). It was reported the patient had a previous system that was explanted due to infection. Additional information received reported that the device was explanted on (B)(6) 2011. There was no injury to the patient. Refer to manufacturer report # 3004209178-2011-06341.

Event description:
Additional information was received. It was reported that at the time that the device was implanted, 2 years prior to this report, the patient also had a staph infection 'implanted.' It was noted that the device 'came out, went in, came out, went in.' The patient had 7 surgeries in 1 year due to infections and taking the device out and the leads. The patient was on IV antibiotics for 30 days, and it was thought the patient was fine afterwards. The patient was doing well for 'over a year." No specific dates for surgeries or interventions were reported and it was unclear which components were taken out and when.